Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that her omnipod dash pdm became unresponsive while attempting to fill a pod. The device remained stuck on the ¿omnipod dash¿ loading screen for over an hour and became excessively hot. She was unable to power it off, even after removing and reinserting the battery. The pdm was approximately two weeks old and had shown issues since initial use, including unexpected date/time changes, a six-hour delay before allowing insulin delivery, and poor battery performance (holding a charge for only 24¿30 hours). A replacement of the pdm was processed for the patient.